Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the device worked for about one month and then stopped working. It was noted that the patient needed an MRI. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient doesn't feel like their device ever worked as represented. The patient noted that they hate they can't go through metal detectors. Their device not working as not been resolved, and the patient noticed that it did not work right away. The patient also noted that they were so desperate to relieve their pain, that they would have tried anything. No further information was reported.